Event description:
The customer reported the device went vent inop while in use. The customer reported no pt harm. A vent inop occurrence during normal ventilation operation signals the operator that the ventilator is not capable of supporting the ventilation and requires service. The manufacturers felid service engineer (fse) confirmed the vent inop error, flow sensor failure at power up. The fse was unable to duplicate the reported problem. There were no parts replaced. The device passed all MFR's required testing.